Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was experiencing diabetic ketoacidosis. Customer's mother also stated that the customer had high blood glucose in the range 600 mg/dl and was hospitalized for 2 hours on february 14, 2019. The customer was treated with intravenous insulin drip at the hospital. Customer's mother declined troubleshooting for high blood glucose. Customer discontinued the use of the device.